Event description:
Over the weekend, the patient stated that the patient programmer went "crazy" and then the patient experienced a loss of therapeutic effect. Impedance measurements were taken. Therapy impedances were >4000 ohms; electrode impedances were all within normal limits. An x-ray was done (date not reported) and showed no fracture. The implantable neurostimulator (ins) was reprogrammed. The patient only felt stimulation at the abdomen area. Additional troubleshooting was planned. Additional information has been requested, a follow-up report will be sent, if additional information becomes available.